Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage on the electronic and motor assemblies.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 94 mg/dl at the time of incident. The customer stated that the pump alarmed button error and she tried removing the batteries but it still did not work. She stated that the pump was in her bra when she went dancing 2 nights ago. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.